Event description:
Discordant cardiac troponin ultra (tni ul) results were obtained on two patient samples on an advia centaur xp instrument. The initial results were reported to the physician(s), who questioned them. One patient (sid unavailable) was admitted to the hospital based on the initial discordant tni ul result. This patient was discharged after the third tni ul result was reported. One patient was redrawn a second time. The other patient was redrawn two times. All samples were tested on the same system. The corrected tni ul results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant tni ul results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call on the system. The cse checked functionality of aspirate probe 1 and dispense probe 1. The cse replaced the pinch valves and ran a precision test. The cse successfully ran quality controls. The cause of the discordant tni ul results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.